Event description:
It was reported that a decrease in the battery longevity was observed on the device and premature battery depletion was suspected. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area revealed an anomaly between the pre-molded header and the titanium case. The device was cut open to enable further testing and the battery was revealed to be depleted. A feedthrough leak test was performed, which indicated a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source and test results indicated elevated current drain, which is consistent with moisture damage and depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.